Event description:
During a cardiac arrest, while patient in pulseless ventricular tachycardia, an attempt was made to defibrillate the patient. The defibrillator pads were applied to the patient. A lifepack was used to defibrillate patient. The defibrillator discharged but there was no evidence that the shock went through to the patient.a second lifepack was then used with the same defibrillator pads. The defibrillator discharged but again there was no evidence that the shock went through to the patient. The defibrillator pads were then removed and pads manufactured by a different company were applied. The patient was then able to be defibrillated. There were no markings or burns noted at the defibrillator pad sites.